Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient's basal profile was changed without being programmed to change; therefore, the patient received an inaccurate amount of insulin. The patient experienced elevated blood glucose levels. The reporter believes basal profile 2 was selected instead of basal profile 3. The reporter and customer did not program the change in profiles. No adverse event reported. Return of the suspect device was requested for evaluation.